Manufacturer narrative:
Product ID 3889-28, lot# v926977, implanted: 2012 (B)(6); product type lead product ID 3037, serial# (B)(4); product type programmer, patient. (B)(4).

Event description:
Additional information received noted that new lead would not connect to existing implant. Trouble shooting done perioperatively. Device malfunction determined, new implant placed. The patient was recovered without permanent impairment. The patient was doing extremely well since.

Event description:
It was reported, the patient¿s therapy was working fine until about 1 - 1.5 years ago when she fell in the winter and fractured her lead. The patient¿s healthcare provider (hcp) was able to program around the fracture. It was noted they were unable to use combinations 0/1, 0/2, 0/3, 1/2, and 1/3 because impedances were greater than 4000 ohms. Additional information has been requested but was not available as of the date of this report; a follow-up report will be sent if information becomes available.

Manufacturer narrative:
(B)(4) .

Event description:
Additional information received reported that the implant was functioning well for 1 year at low stimulation levels and then they were unable to reuse the stimulator when the lead was being replaced. It was noted that the stimulator was fried and the lead and the stimulator were sent back to the manufacturer. The implantable neurostimulator (ins) was not functioning when they did the replacement of the lead on (B)(6) 2014 and another ins and lead were placed. It was reported that the patient was doing well and their pain was controlled. The patient had a planned visit on (B)(6) 2014 for follow-up. Additional information received reported that the patient had a new ins put in last month and the manufacturer representative told the hcp and the patient's mother that the patient would not be billed for the new unit because the wires and ins were found to be defective and were frying the patient's body. The manufacturer representative told the patient there was no way they had to pay because of the number of times they had called about the issues. It was stated that the patient received the bill today and needed to fill out documentation so they did not have to pay for it. The patient had called several times before and reported that something was not right here and they felt that the people they talked to did not seem to really care. It was noted that they did not know what the patient was going through and their hcp had called too. It was reported that it was fraying the patient's body and they had to call their hcp every month. The patient's fall 1.5 years ago was due to them also having cerebral palsy and their hcp said the ins problem had nothing to do with their fall. It was noted that the hcp told the patient today that they could not believe it was in there as long as it was because it was fraying their body and making the patient feel uncomfortable. It was too long in their body. Additional information received reported that the lead would not connect to the ins. There was a lead or extension issue with the ins. It was noted that the lead originally implanted had open circuits on continuity testing. The lead was being replaced with a new lead and the new lead could not be inserted into the ins to be connected. It was reported that after many attempts the hcp determined the ins connection screw was defective and they replaced the ins with a new one. The action required as a result of the event was that a different product was used and it was unknown if the action was required. It was stated that the troubleshooting performed was that several measures were taken to connect the lead to the ins. The product issue was resolved and the cause of the event was not determined. It was noted that the patient was alive with no injury and there were no patient symptoms or complications associated with the event. The ins would not be returned because the customer discarded it.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported that the patient was having problems with stimulation happening off and on for the past year. Two of the wires were messed up or not working as a result of a fall last year in (B)(6) 2013 and the patient was still feeling stimulation when therapy was turned off. It was noted that the patient's hcp's office was trying to reach the manufacturer representative but hadn't heard back. Additional information received reported that in (B)(6) 2013 the patient had a sudden onset of shooting pain and at that time a manufacturer representative had been contacted and a reprogramming was done and the patient was feeling fine since then. Seven days ago the patient was on the treadmill and was doing quad strengthening exercises and when they got into their car and was on their way home felt strong and stabbing stimulation and readjusted their positioning. It was noted that when the patient arrived home they turned stimulation off and called their office. The patient was seen 3 days ago in the clinic and reported that they were having large explosive evacuation of stool incontinence that they were not aware of. It was reported that it had been suddenly ongoing since 1 week ago. The hcp indicated that electrodes 01, 02, 03, and 12 were all greater than 4000 ohms impedance and were unusable. It was noted that they reprogrammed to program 4 with c positive and 1 negative at 0.7v. The patient next office visit was not until (B)(6) and the hcp had left messages for their manufacturer representative but they had not returned the calls. It was reported that the nurse practitioner (np) was currently seeing the patient right now and they were unable to discuss what plan the np wanted to take. Additional information received reported that the patient was having accidents and was regressing. The patient was told that if they or the hcp hadn't heard back from the manufacturer representative by 2:30 pm to call back for further assistance. It was noted that the patient's device may need to possibly replaced. Additional information received reported that the patient was not currently at the hcp's office and the office knew how to do reprogrammimg. It was noted that they would wait until the manufacturer representative returned their call.

Event description:
Additional information received reported that the patient received assistance from their health care provider (hcp) or manufacturer representative and their concern were resolved. An appointment date of (B)(6) 2014 for surgery was noted.

Event description:
Additional information received reported that the manufacturer representative spoke with the office and one of the nurse practitioners today and they had a care plan set going forward.